Event description:
Rt reported to rn that patient has been on 100% o2 in electronic medical chart all day and that it was not passed on to her during change of shift report. Rn informed her that per nursing report, patient has been on 65% o2. Upon closer examination of vs complex flowsheet, o2 has been validated at 100% throughout the dayshift. Previous rn notified and confirmed that patient has been on 65% on the ventilator all shift and not 100% as floated into electronic medical chart. Manufacturer response for ventilator, continuous, facility use, nihon kohden (per site reporter) known issue that will be fixed with next software revision update v01.22.06.22_1.3.4.2 due with next software update.